Event description:
A hospitalization for high bgs. It was stated that the customer called their doctor and then went to the hospital based on their doctor's instruction. Troubleshooting was performed. Pump did not pass the pressure test. Advised the customer to disconnect from pump and follow a back up plan.